Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient went into monomorphic ventricular tachycardia (vt) and had a failed shock. The arrhythmia deteriorated into fine ventricular fibrillation (vf) and failed shock then was rescued on the third shock. The patient was sleeping, unconscious at the time of the event, and unaware of receiving shocks. The patient then presented to the ER, and undersensing was observed. Programming changes were made. The patient was stable but stayed in the hospital for observation and change of medications. On (B)(6) 2020, further testing was performed and the patient was successfully converted on the first shock and no undersensing. The patient did well before, during and after the procedure.